Manufacturer narrative:
The technician isolated the issue to the head high/low solenoid. He replaced the solenoid to repair the bed.

Event description:
Information received indicates after the head high/low section is raised, it slowly drifts back down.